Event description:
Primary procedure, left knee. It was reported that immediately after removing the insert from the sterile blister, the locking wire fell off of the insert. The insert did not come in contact with the patient. A second implant was used to complete the surgery successfully with no delay. Rep was present for and witness to this event. Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
An event regarding disassociation involving a triathlon insert was reported. The event was confirmed via evaluation of the returned device. Method & results: product evaluation and results: visual inspection: visual inspection of the returned device indicated that the locking wire has separated from the polyethylene tibial insert. The device was further reviewed by the global quality & operations (gqo) team which indicated the following: "with the manufacturing router for assembly number 5531-g-409-e, triathlon cs x3 tibial insert lot number r3031h showing that the locking wire features were properly inspected and signed off on by trained operator(s) and visual evidence under a microscope of the presence of a locking wire it can be said with confidence that the tibial plastics triathlon insert left the tibial plastics manufacturing cell with the locking wire present and appropriately assembled." Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that immediately after removing the insert from the sterile blister, the locking wire fell off of the insert. Visual inspection of the returned device indicated that the locking wire has separated from the polyethylene tibial insert. The device was further reviewed by the global quality & operations (gqo) team which indicated the following: "with the manufacturing router for assembly number 5531-g-409-e, triathlon cs x3 tibial insert lot number r3031h showing that the locking wire features were properly inspected and signed off on by trained operator(s) and visual evidence under a microscope of the presence of a locking wire it can be said with confidence that the tibial plastics triathlon insert left the tibial plastics manufacturing cell with the locking wire present and appropriately assembled." It cannot be confirmed from the information provided that the reported issue resulted from manufacturing. Furthermore, it is possible that the locking wire dislodged during transportation/handling. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Primary procedure, left knee. It was reported that immediately after removing the insert from the sterile blister, the locking wire fell off of the insert. The insert did not come in contact with the patient. A second implant was used to complete the surgery successfully with no delay. Rep was present for and witness to this event. Rep confirmed that no further information will be released by the hospital or surgeon.